Event description:
Customer reported experiencing a past event where blood glucose levels dropped to the 40s mg/dl, though the exact date was not remembered. Cause was not known. To address the situation, the customer consumed carbohydrates to counter the low levels. Technical support recommended the customer consult their healthcare provider to understand factors affecting blood glucose levels, and the customer acknowledged this advice.